Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of a report stating "patient stated when she tried to load the syringe into the pump. The syringe felt loose and did not attach. When the patient turned the pump on, the grabber came down and flung out of the syringe. Patient tried to hold down the syringe but it keeps flinging out." No adverse events occurred as a result of the event. A return material authorization was opened for return of the pump to koru medical for evaluation. The pump listed in this report was received by koru on 14-aug-2024 and is pending evaluation. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.